Event description:
Event was reported to caldera medical by an attorney. The patient has suffered recurrence, pain, emotional distress, pelvic pain, and dyspareunia. No further information has been provided.